Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the dual camera control unit (doco) involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the reported complaint by testing the doco on an in-house system. The doco failed with error 48230 at start up and lost the left video.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the camera head setting buttons did not respond, and the calibration could not be performed. The intuitive surgical, inc. (Isi) clinical sales representative (csr) received phone assistance from the isi technical support engineer (tse). The tse advised the csr to tighten both ends of the camera cable and to utilize the calibration menu on the surgeon side console (ssc) touchpad or the vision side cart (vsc) touchscreen. After, the csr called back and reported that although the calibration menu could be opened, calibration could not be performed due to "not connected..." Error message. The tse reviewed the error logs and found error 48230. The tse advised the csr to perform a hard power cycle on the vsc. The csr stated that calibration was still unavailable. However, the image was normal; therefore, the customer proceeded the procedure without the calibration. The csr later called back and reported that "left video lost. Check video connection and power" message appeared on the vsc touchscreen. The tse confirmed error 48230 pointing to the left camera control unit (ccu) in the dual camera control unit (doco). The tse advised the customer to power cycle the system and to utilize the 2d mode. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information. The system functionality was checked upon powering on the system without errors. During the procedure, the surgeon did see the 3d image. The procedure was completed with the same da vinci system. There was no patient impact.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed the reported complaint and replaced the dual camera control (doco) to resolve the issue. The system was tested and verified as ready for use. Isi has received the doco; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted after failure analysis investigation.